Event description:
It was reported that during an implant attempt the physician pulled back on the lead once it was connected to the device and stretched the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analysis revealed that the lead was stretched. It was also noted that the inner insulation was kinked/buckled,the inner insulation was pulled apart due to overstress,there was blood in/on the helix/lobe mechanism, and the lead appeared to have been damaged at implant.